Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown driver was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the product family (IFU/rmf). Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the reported unk driver as not enough information was provided. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable for the device. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device 510/(k) number unknown. Product not returned to manufacturer.

Event description:
It was reported that unknown placement driver did not engage with the implant (tsvb10) properly and the implant dropped before placing in the patient's mouth. It was also reported that they were able to place another implant in same procedure.